Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the power supply and generic power distributor (gpd) to address the reported issue error 96. Following service, the system was tested and verified as ready for use (refer to crm notes history for further details). Intuitive surgical, inc. (Isi) received the power supply and gpd associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the power supply failed to power on when installed to in-house system. The gpd was used for troubleshooting when the power supply was installed to in-house system and fa concluded the reported issue was due to a failure with the power supply. Fa found no issue with the gpd. This complaint is a reportable event due to the following conclusion: it was reported that during a da vinci-assisted procedure the system displayed a message that the patient cart was running on battery. Troubleshooting was performed, but the issue persisted. Customer follow-up confirmed the reported issue could not be resolved with troubleshooting and the or staff aborted/rescheduled the procedure after ports were placed. This complaint is considered a reportable event due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) caused the procedure to be aborted. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure the system displayed a message that the patient cart was running on battery. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the isi clinical sales rep (csr) to power cycle the system, cycle the circuit breaker on the patient side cart (psc) as well perform an emergency power off (epo). The reported issue persisted and the reporter was advised to move the psc power cord to a known good outlet, but the issue remained. The tse instructed the csr to verify that the cord was seated fully into the back of the psc. All troubleshooting was unsuccessful. The csr stated they had no issues until they started to move the psc in preparation to dock and that is when the message appeared. The tse reviewed live logs and noted error 96 pointing to a voltage error on the psc. There was no report of patient injury. Isi completed customer follow-up and obtained the following information: the reported issue could not be resolved with troubleshooting and the or staff aborted/rescheduled the procedure after ports were placed.